Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, diffuse target lesion was located in the proximal and mid left anterior descending (lad) artery. The physician advanced the choice extra support guide wire to the distal lad. Then the physician advanced the 2.5x15mm apex balloon catheter. The physician inflated the balloon to 6atms for 10 seconds, 6atms for 7 seconds, 6atms for 7 seconds, 6atms for 8 seconds, 8atms for 16 seconds, and 10atms for 16 seconds. The physician then advanced a 38mmx2.75mm ion otw stent delivery system (sds) and was successfully deployed at 12atms for 14 seconds. The physician advanced a 2.75x12mm nc quantum apex balloon and inflated the balloon in the distal portion of the previously implanted stent to 14atms for 12 seconds, 14atms for 6 seconds, 16atms for 9 seconds, and 16atms for 9 seconds. When the 2.75x12mm nc quantum apex balloon was removed the physician noticed the stent was deformed. A 3.0x12mm quantum apex balloon catheter was advanced and inflated in the proximal portion of the previously implanted stent to 12atms for 12 seconds, 12atms for 7 seconds, and 14atms for 9 seconds. There was a good angiographic result with timi 3 flow. At the end of the procedure, the ostium of the diagonal was unchanged. No attempted intervention was made on the diagonal branch. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).